Event description:
Patient reported left side "capsular contracture" baker grade IV and "chronic inflammatory process with reaction giganto cellular strange body type associated." Patient later reported "small sparse cysts of benign aspect." The event of "breast cancer" is not device related. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contracture" baker grade unknown and "breast cancer." Device has been explanted and replaced.